Manufacturer narrative:
(B)(4).to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a robotic hysterectomy on (B)(6) 2019 and barbed suture was used. The suture "snapped" during the procedure. The case was completed with a similar device. There were no patient consequences reported.